Manufacturer narrative:
The tandem t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. Select resume insulin in the options menu to continue therapy. In also states that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 480-490 (mg/dl) with large ketones. The customer delivered a correction bolus in an attempt to address bgs. On the morning of (B)(6) 2016, the customer went to the hospital and was treated with insulin drip. The customer was released from the hospital on (B)(6) 2016 with a bg level of 150 mg/dl, no permanent damage to the customer, ketones no longer present, and the issue resolved. Review of pump history by tandem technical support showed that insulin delivery had been manually suspended by the user on (B)(6) 2016 from 2:30am until 7:30pm. Additionally, when insulin deliveries had been suspended, multiple resume pump alarms occurred which was not acknowledged for several hours. The alarm was later acknowledged; however, the user did not resume insulin, which caused the resume pump alarms to reoccur. Subsequently, apidra was being used in the cartridge. The customer was educated regarding pump labeling instructions.